Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, noise on right ventricular lead was observed. The noise was reproduced with isometrics testing. The lead was capped and replaced without any complications.